Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain (constant aching and cramping)"), genital haemorrhage ("after insert I had extensive bleeding for 9 months"), autoimmune disorder ("symptoms that seen to be an autoimmune disease of some kind") and loss of consciousness ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out") in a 50-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included overweight, multigravida, parity 4 (date of births: (B)(6) 1995, (B)(6) 1996, (B)(6) 1998, (B)(6) 2002), miscarriage (between 3rd and 4th births), cyst removal, adrenalectomy, cholecystectomy, adrenal cyst, adrenal bleeding, intra-uterine contraceptive device insertion, depression and anxiety. No endometriosis. Previously administered products included for an unreported indication: depo provera on (B)(6) 2009 and oral contraceptive pills. Concurrent conditions included irritable bowel syndrome. Family history included breast cancer. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("depression"), anxiety ("anxiety that continued to get worse") and fatigue ("extreme fatigue"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), dizziness ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out"), feeling abnormal ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out"), food intolerance ("food intolerances"), weight increased ("continuing weight gain"), food allergy ("development of food sensitivities"), abdominal distension ("extreme abdominal bloating and constant pain"), vulvovaginal mycotic infection ("chronic vaginal yeast infections"), candida infection ("candida infection throughout my body"), paraesthesia ("tingling in my extremities"), attention deficit/hyperactivity disorder ("add/adhd"), allergy to metals ("nickel sensitivities and allergies/metal toxicity/nickel that was likely still in my cells/hypersensitivity reaction to nickel or any other component of essure/immune system was shot from reactions to the metal in them") with rash generalised and urticaria, thyroid disorder ("thyroid problems"), infection parasitic ("parasitic infections") and pelvic pain ("constant pain"). The patient was treated with ranitidine hydrochloride (zantac), cyproheptadine, obetrol (adderall), quercetin, surgery (davinci robotic bilateral salpingectomy with removal of essure devices), physical therapy (exercise more), physical therapy (exercise more), physical therapy (exercise more), physical therapy (exercise more), physical therapy (exercise more) and physical therapy (exercise more). Essure was removed on (B)(6) 2013. In (B)(6) 2010, the genital haemorrhage had resolved. In (B)(6) 2013, the abdominal pain and back pain had resolved. At the time of the report, the autoimmune disorder, loss of consciousness, dizziness, feeling abnormal, depression, fatigue, food intolerance, weight increased, food allergy, vulvovaginal mycotic infection, candida infection, paraesthesia, attention deficit/hyperactivity disorder, allergy to metals, thyroid disorder and infection parasitic outcome was unknown and the anxiety and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, candida infection, depression, dizziness, fatigue, feeling abnormal, food allergy, food intolerance, genital haemorrhage, infection parasitic, loss of consciousness, paraesthesia, pelvic pain, thyroid disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 it was reported that the device was in good position with 1 trailing coils on the left side. A similar technique was used on the opposite side with 2.5 trailing coils on the right side. No complications. Pain and bloating decreased immediately, chronic hives and other problems related to metal toxicity persisted as she went through years of treatment (for thyroid problems, candida, parasites, and metal toxicity) and metal detoxification. Most of the other symptoms were finally gone 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test: in (B)(6) 2009: negative. Nickel, selftested get red and raised itchy spots whenever anything nicke touches her skin for a prolonged period of time such as earrings, bracelets, watches, etc. This has happened her whole life. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2018: new event "constant pain" was added. Onset dates were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain (constant aching and cramping)"), genital haemorrhage ("after insert I had extensive bleeding for 9 months"), autoimmune disorder ("symptoms that seen to be an autoimmune disease of some kind") and loss of consciousness ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out") in a 50-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included overweight, multigravida, parity 4 (date of births: (B)(6) 1995, (B)(6) 1996, (B)(6) 1998, (B)(6) 2002), miscarriage (between 3rd and 4th births), cyst removal, adrenalectomy, cholecystectomy, adrenal cyst, adrenal bleeding, intra-uterine contraceptive device insertion, depression and anxiety. No endometriosis. Previously administered products included for an unreported indication: depo provera on (B)(6) 2009 and oral contraceptive pills. Concurrent conditions included irritable bowel syndrome. Family history included breast cancer. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant).in (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), dizziness ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out"), feeling abnormal ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out"), depression ("depression"), anxiety ("anxiety that continued to get worse"), fatigue ("extreme fatigue"), food intolerance ("food intolerances"), weight increased ("continuing weight gain"), food allergy ("development of food sensitivities"), abdominal distension ("extreme abdominal bloating and constant pain"), vulvovaginal mycotic infection ("chronic vaginal yeast infections"), candida infection ("candida infection throughout my body"), paraesthesia ("tingling in my extremities"), attention deficit/hyperactivity disorder ("add/adhd"), allergy to metals ("nickel sensitivities and allergies/metal toxicity/nickel that was likely still in my cells/hypersensitivity reaction to nickel or any other component of essure/immune system was shot from reactions to the metal in them") with rash generalised and urticaria, thyroid disorder ("thyroid problems") and infection parasitic ("parasitic infections"). The patient was treated with ranitidine hydrochloride (zantac), cyproheptadine, obetrol (adderall), quercetin, surgery (davinci robotic bilateral salpingectomy with removal of essure devices), physical therapy (exercise more). Essure was removed on (B)(6) 2013. In (B)(6) 2010, the genital haemorrhage had resolved. In (B)(6) 2013, the abdominal pain and back pain had resolved. At the time of the report, the autoimmune disorder, loss of consciousness, dizziness, feeling abnormal, depression, fatigue, food intolerance, weight increased, food allergy, vulvovaginal mycotic infection, candida infection, paraesthesia, attention deficit/hyperactivity disorder, allergy to metals, thyroid disorder and infection parasitic outcome was unknown and the anxiety and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, candida infection, depression, dizziness, fatigue, feeling abnormal, food allergy, food intolerance, genital haemorrhage, infection parasitic, loss of consciousness, paraesthesia, thyroid disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 it was reported that the device was in good position with 1 trailing coils on the left side. A similar technique was used on the opposite side with 2.5 trailing coils on the right side. No complications. Pain and bloating decreased immediately, chronic hives and other problems related to metal toxicity persisted as she went through years of treatment (for thyroid problems, candida, parasites, and metal toxicity) and metal detoxification. Most of the other symptoms were finally gone 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - in (B)(6) 2009: negative . Nickel, selftested get red and raised itchy spots whenever anything nicke touches her skin for a prolonged period of time such as earrings, bracelets, watches, etc. This has happened her whole life. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain (constant aching and cramping)"), genital haemorrhage ("after insert I had extensive bleeding for 9 months"), autoimmune disorder ("symptoms that seen to be an autoimmune disease of some kind") and loss of consciousness ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out") in a (B)(6)-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included overweight, multigravida, parity 4 (date of births: (B)(6) 1995, (B)(6) 1996, (B)(6) 1998, (B)(6) 2002), miscarriage (between 3rd and 4th births), cyst removal, adrenalectomy, cholecystectomy, adrenal cyst, adrenal bleeding, intra-uterine contraceptive device insertion, depression and anxiety. No endometriosis. Previously administered products included for an unreported indication: depo provera on (B)(6) 2009 and oral contraceptive pills. Concurrent conditions included irritable bowel syndrome. Family history included breast cancer. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), dizziness ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out"), feeling abnormal ("electrical impulses that felt like lightning striking my brain that caused me to black out/ brain zaps that made me dizzy and black out"), depression ("depression"), anxiety ("anxiety that continued to get worse"), fatigue ("extreme fatigue"), food intolerance ("food intolerances"), weight increased ("continuing weight gain"), food allergy ("development of food sensitivities"), abdominal distension ("extreme abdominal bloating and constant pain"), vulvovaginal mycotic infection ("chronic vaginal yeast infections"), candida infection ("candida infection throughout my body"), paraesthesia ("tingling in my extremities"), attention deficit/hyperactivity disorder ("add/adhd"), allergy to metals ("nickel sensitivities and allergies/metal toxicity/nickel that was likely still in my cells/hypersensitivity reaction to nickel or any other component of essure/immune system was shot from reactions to the metal in them") with rash generalised and urticaria, thyroid disorder ("thyroid problems") and infection parasitic ("parasitic infections"). The patient was treated with ranitidine hydrochloride (zantac), cyproheptadine, obetrol (adderall), quercetin, surgery (davinci robotic bilateral salpingectomy with removal of essure devices) and physical therapy (exercise more). Essure was removed on (B)(6) 2013. In (B)(6) 2010, the genital haemorrhage had resolved. In (B)(6) 2013, the abdominal pain and back pain had resolved. At the time of the report, the autoimmune disorder, loss of consciousness, dizziness, feeling abnormal, depression, fatigue, food intolerance, weight increased, food allergy, vulvovaginal mycotic infection, candida infection, paraesthesia, attention deficit/hyperactivity disorder, allergy to metals, thyroid disorder and infection parasitic outcome was unknown and the anxiety and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, candida infection, depression, dizziness, fatigue, feeling abnormal, food allergy, food intolerance, genital haemorrhage, infection parasitic, loss of consciousness, paraesthesia, thyroid disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 it was reported that the device was in good position with 1 trailing coils on the left side. A similar technique was used on the opposite side with 2.5 trailing coils on the right side. No complications. Pain and bloating decreased immediately, chronic hives and other problems related to metal toxicity persisted as she went through years of treatment (for thyroid problems, candida, parasites, and metal toxicity) and metal detoxification. Most of the other symptoms were finally gone 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pregnancy test - in (B)(6) 2009: negative. Nickel, selftested get red and raised itchy spots whenever anything nickel touches her skin for a prolonged period of time such as earrings, bracelets, watches, etc. This has happened her whole life. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.